Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (calcified avf lesion).

Event description:
An attempt was made to use a reef hp pta balloon catheter to treat a 40mm avf lesion with 80% stenosis. Device was inspected before use and no abnormalities were noted. No negative prep was performed. Vessel was not tortuous and had a little calcification. Lesion was pre-dilated with a 6 x 40 x 50 balloon at 20atms. No resistance noted during delivery of the device to lesion. The balloon was inserted through the brachial artery and was inflated to 20atms when it burst. A rapid pressure drop was noted. Rbp is 22 atm. The balloon was removed from the patient. A 5 fr terumo introducer sheath and 0.035" terumo guidewire were used in the procedure. Patient is well post procedure. Evaluation summary: a radial balloon burst is clearly visible in the middle part of the balloon. The marker band tube is partially stretched. The shaft shows some squeezing at about 200mm from the balloon portion.